Event description:
6:35 pm pre-treatment, pt appears fine, denied no complaints. 6:40 pm upon initiation to treatment pt stated tha he "felt funny".within minutes pt experienced dry heaves, was diaphoretic, ashen in color,, (blood pressure (bp) 145/80, pulse-96(rapid). C omplained of "pepper taste in mouth", tongue became thickened, speech garbed. Treatment was stopped (blood not returned) physician notified. Pt transported by ambulance to emergency room.pt discharged from hospital within 24 hours. Ran next treatment on new dialyzer without problems.